Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was the patient reported the device was not working like it did previously meaning that they noticed a loss of therapeutic effect about 2 weeks ago and even went to their primary care doctor to get a urine analysis to make sure it was not a uti. The patient thought maybe it was weather related so they increased the stimulation a little more and that was when they got a low ins battery message on their programmer. The patient reported they were told the battery would last 10 years, and it was only implanted in 2023. Patient services reviewed battery longevity varies depending on programming and usage. The patient stated they kept their amplitude below 5.0ma and requested that this be documented as an adverse event. The patient was redirected to their healthcare provider to further address the issue. The patient asked if it could be caused by an issue with the lead wire. Reviewed possible adverse events and recommended patient discuss their concerns with managing physician who c an check the implanted system.